Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments and was analyzed. The distal conductor was fractured, and the defib conductor was distorted. Blood/body fluid was found on the outer tubing overlay, which was also melted, breached cut, and exhibited cosmetic environmental stress cracking. The inner tubing was kinked/buckled, and the outer insulation exhibited a cosmetic depression. The helix/lobe was distorted/bent.

Event description:
It was reported that the lead integrity alert (lia) triggered due to out of range lead impedances, oversensing, and an apparent fracture. The lead was reprogrammed, and was later explanted and replaced. No patient complications have been reported as a result of this event.